Event description:
The customer reported that discordant results associated with an incorrect assay calculation were transmitted from the centralink data management system to the laboratory information system (lis) on two patient samples. The customer provided one example of a bio-available free testosterone result that was determined to be a free androgen index calculation. The discordant results were released to the physician(s). The customer reported that a correct bio-available free testosterone calculation became effective in centralink on (B)(6) 2014. There were no reports of adverse health consequences or known patient intervention due to discordant results associated with an incorrect assay calculation being transmitted to the lis.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarters support center (hsc) specialist evaluated the instrument data. The hsc determined that the testosterone results and other assay results obtained from the instrument related to the calculation is acceptable. The calculation was determined to be mis-labeled as a bio-available free testosterone result when it was actually a free androgen index calculation. The hsc determined that this was an isolated event. The hsc also determined that the customer performed a look-back of results obtained on (B)(4), 2014 and (B)(4) 2014. Additionally, the hsc determined that the customer decided not to perform any other patient result look-back associated with this event. Siemens made the calculation correction to the instrument by remote access. The cause of incorrect calculation being transmitted from the centralink data management system to the lis is unknown. The instrument is performing within specifications. Further evaluation of the device is not required.